Manufacturer narrative:
H3 other text : device not returned.

Event description:
It was reported that the device became hot during a procedure at the user facility. The patient received a first degree burn to the lip. The procedure was completed successfully without a surgical delay. The user facility was not able to provide any further information regarding the reported event.